Event description:
Pt was admitted with end stage copd. Pt had dnr order. She was confused and placed on device. Pt was found on the floor; she complained of arm pain; swelling and a small hematoma to right temporal area. Device alarm did not activate. Hold button was broken. Replaced by co's maintenance dept. The plastic shield over buttons were not in place. The pt died a couple days after the event. Md felt pt died due to end stage copd.